Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4068-52 implantable pacing lead 1999 (B)(6). (B)(4).

Event description:
It was reported that there have been atrial lead warnings for some time. The atrial lead sensing has been discussed since implant and programming changes were made. The right ventricular lead was oversensing noise and was reprogrammed. The lead continues to have oversensing. Both the atrial and right ventricular leads are still in use. No patient complications have been reported as a result of this event.